Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of break in a aseptic technique and bacterial peritonitis with (B)(6) in a patient coincident with dianeal, unknown therapy. On (B)(6) 2009, the patient began treatment with dianeal, unknown 1.36% and 3.86% (doses, frequency and lot numbers not reported) and dianeal, unknown 2.27% (dose and frequency not reported) intraperitoneally (ip) continuous ambulatory for peritoneal dialysis (capd). On an unreported date, a break in a aseptic technique occurred. On (B)(6) 2011, the patient developed abdominal pain and cloudy effluent. On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis, however, was not hospitalized for the event. The severity of the events were considered mild. From (B)(6) 2011, the patient received vancomycin 2 grams every week (qw) "4 x 21d". The event of bacterial peritonitis was reported as ongoing and improved. Dianeal, unknown therapy, was reported as ongoing. Concomitant medications were not reported. The reporter stated the events of abdominal pain and cloudy effluent were unrelated to dianeal therapy. The reporter did not provide an opinion of causality for the event of break in a aseptic technique. The physician did not provide a causality assessment for the event of break in an aseptic technique and the relationship with dianeal therapy.